Event description:
It was reported that during service evaluation the device failed the blockage test. No patient harm nor injury because this occurred without a patient being involved.

Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, has been returned and evaluated. The visual inspection found damage to the bottom casing and the door flap was broken. The functional evaluation found that the device was unable to generate negative pressure and failed the blockage and leak test. This established a relationship between the device and failure reported, as the device did not generate alarms under expected conditions. The investigation found that this failure occurred due to the vacuum motor being defective. The root cause was determined to be a mechanical component failure. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history has been reviewed and similar instances have been recorded in the previous four years, further investigations are being conducted to determine if additional actions are required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.